Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Analysis of the catheter found the pin connector/collet was not fully locked in place. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal at an unknown concentration at a dose of 240 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that the patient wanted to know if the location of the catheter placement could cause esophagus weakness resulting in reflux and throwing up. It was stated that the patient had a preexisting brain injury. When the patient ate, drank, or had fluoroscopy, the reflex came up their throat. The patient threw up all the time and it started in (B)(6) 2016, which was one month after the pump was implanted. The patient could not do exercise. There were no further complications reported. Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. It was stated that the hcp did not believe that the patient¿s difficulty with vomiting was related to the pump. The esophagus weakness was stated as not related to the device or therapy. The patient had an impaired swallow, but not related to the pump. Additional information was received from a healthcare provider (hcp) via a business partner. The date the patient started to use of intrathecal lioresal was (B)(6) 2016. The dose was an intrathecal continuous dosing with flex pattern of 12.8 mcg/hr in the day time and 14 mcg/hr at night time (this was the current dose as of (B)(6) 2017). The hcp was not sure when these events (reflux and throwing up) started. The patient has had waxing and waning swallowing dysfunction since his injury. Emesis had also been longstanding and did not seem to be related to gablofen dose intrathecally or oral baclofen dose. The medical treatments were hospital admissions, lp (lumbar puncture), vp (ventriculoperitoneal) shunt placement with multiple adjustments, tube feed adjustments, trial of oral baclofen, multiple other medications (gi (gastrointestinal)), and gi referral. Lioresal was not discontinued in response to the adverse events. There were no changes with the dose. The patient was hospitalized, but it was unrelated to the baclofen. The patient¿s pertinent medical history included severe traumatic brain injury sustained in (B)(6) 2015 after a mvc (motor vehicle crash) with resultant spastic quadriplegia and dystonia. Other concomitant medications an dietary supplements included dulcolax, modafinil, zolpidem, omeprazole, diazepam, senna, melatonin, mvi, jevity 1.5, zofran pm, scopolamine pm, and same on and off of sinemet (no longer on). The patient was caucasian, their height was (B)(6) in and they were (B)(6) lbs. Additional information was received from a healthcare provider (hcp). The hcp was changing drugs (B)(6) 2017 from 2000 mcg/ml gablofen to 500 mcg/ml. The hcp wanted to review details of minimum bridge bolus dose based on the 2000 mcg/ml drug. The patient was currently on 101.1 mcg/day. The hcp programmed the bridge bolus (bb) at 96 mcg/day. They have been weaning the patient by 20% each week as tolerated by the patient. The plan is to decrease to 75.9 mcg/day after the bb is complete. The bridge bolus duration of 263 hours; 05 minutes. In the long term they plan to program the pump to minimum rate, and/or possibly fill the pump with preservative free normal saline (pfns) to see if that has any effect on the patient¿s symptoms. The patient was having a lot of gastric biles come up, and had been nauseated. The patient vomited last week, but that was thought to be due to movement. The patient was better this week and felt the drug may be causing these symptoms so they want to be taken off the drug and possibly have the pump explanted. Additional information received indicated the patient¿s pump and catheter were explanted on (B)(6) 2017. The devices were not replaced. The reason for pump and catheter removal was due to the patient¿s family not wanting the devices anymore. As reported there was no indication of the explant performed having been device or therapy related and specified instead as having been due to other reason regarding family choice. The patient was without injury and had recovered without sequela. The pump and catheter were returned to the manufacturer. It was indicated that no analysis report was requested. The patient was not in a clinical study. The pump was noted as having administered lioresal.